Event description:
A falsely elevated lactic acid result was obtained on a patient sample. The result was reported to the physician who questioned the result. A repeat of the same sample was run on an alternate vista instrument and a lower result was obtained. Patient treatment was not reported to have been altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated lactic acid result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated lactic acid result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.